Manufacturer narrative:
Final analysis found that the insulation was externally abraded at the proximal end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. No complaint was received with the return of the device. Failure event observed during analysis.

Event description:
This report is to advise of an event observed during analysis.